Event description:
The customer reported an uncontained clear fluid leak of approximately twenty (20) ml from the coulter lh 750 hematology analyzer. There were no reports of injuries, direct physical contact with the leak, erroneous results or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a faulty solenoid valve (sl6). The fse replaced the solenoid valve and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).